Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. The customer also returned contour next test strips lot # 8fpec31e. However, the returned strips had different lot # than the one originally mentioned by the customer (lot # 8mpef04a). Additionally, 35 test strips were found in the vial labeled for 25 test strips, which is indicative that the customer was mixing the test strips from different lots. As per contour next user guide, "always keep the contour next test strips in their original bottle. Tightly close the bottle immediately after removing a test strip. The bottle is designed to keep the test strips dry. Avoid exposing meter and test strips to excessive humidity, heat, cold, dust, or dirt. Exposure to room humidity by leaving the bottle open or not storing the strips in their original bottle can damage your test strips. This could lead to inaccurate results. Do not use a test strip that appears damaged or has been used." An in-house testing was performed using the returned meter with returned test strips and with in-house test strips from lot # 8mpef04a, which gave satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer visited her physician for routine checkup. While at the physician's office, comparison testing was performed with the customer's contour next meter and physician's meter. The reading on the contour next meter was 19.5 mmol/l and that with the physician's meter was 7.5 mmol/l. Both readings were obtained at the same time. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.